Event description:
It was reported that, "pt was scheduled for a knee revision due to loosening of the tibial component. The surgeon removed the tibial baseplate and replaced it with a cemented tibial baseplate and a new insert."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.